Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as there was a device error in which the uv flash device cover did not close and the patient tried to fix the error on their own. The same day as the event onset, the patient was hospitalized for the event and was treated with unspecified antibiotics (ongoing, doses, routes, frequencies and durations were not reported). At the time of this report, the patient remained hospitalized and outcome was unknown. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.